Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. There were no patient complications that occurred. The next day prior to discharge a transesophageal echocardiogram was performed. A this time a small pericardial effusion was noted. The patient was hemodynamically stable and no intervention was performed. The patient remained in the hospital through the weekend and had no further issues. They were then discharged home.